Event description:
The plaintiff's atty alleged that on or about (B)(6) 2011 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs 1225714-2014-05230, 1225714-2014-05231.